Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx) artery. The lesion was wired using a parallel wire technique. The 2.25x12mm promus element plus stent was advanced; however, was unable to cross the lesion, upon removal it was noted that the stent was damaged. The procedure was completed with another promus element plus stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).